Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the arcadis varic gen 2 system. During a surgical procedure, no x-ray was possible and the system went down. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved..

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a communication problem at the pc-board (cipp-board). The communication problem is displayed to the customer as error message. The customer service engineer opened the pc, cleaned the cipp-board, disconnected and connected the board and replaced it again. With these activities the problem was eliminated. The manufacturer is not considering further actions resulting from this event.